Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:a2, a3a, a4, b7 corrected information: b1, b2, h1, h6 health effect codes. Additional information was requested, and the following was obtained: patient 1: c.01 what is the patient's demographic information, including age, sex, weight, and bmi at the time of the index procedure? Location: (B)(6), peru. Age: 2 years. Sex: male. Weight: 10,700 grams. C.02 what is the name of the index surgical procedure? Recolostomy and end-to-end colocolonic enterostomy. C.03 what is the diagnosis and indication for the index surgical procedure? Anorectal malformation with urinary fistula. The patient had a colostomy. A hartmann recolostomy was indicated due to insufficient distal colon for rectal reconstruction. C.04 what was the initial approach for the index surgical procedure? Open. C.05 what tissue was the suture used on? Sigmoid colon. C.06 what was the condition of the tissue? The sigmoid wall was viable and had adequate blood supply. C.07 how was the suture placed? The suture could not be placed. When I began closing the hartmann's stump, I noticed that the suture had fragments in the strand. Therefore, I requested that the suture be replaced with a different one. C.08 how was the suture tied? The suture could not be tied. The use of the suture was discontinued, and it was replaced with a different one as a precaution. C.09 did the suture break? Having observed the defect in the strand, its tensile strength was manually tested on two occasions. Fragmentation or breakage, or no tensile strength, was found in two different locations. C.10 was there any patient stress factor that precipitated the suture breakage postoperatively? Once the defect in the questioned suture was evident, it was no longer used and was replaced with a different one. C.11 what tissue underwent dehiscence? There was no dehiscence, as the suture in question was not used because fragmentation of the suture strand was evident before suturing the colon. C.12 date and time of onset of dehiscence? There was no dehiscence, as the suture in question was not used because fragmentation of the suture strand was evident before suturing the colon. C.13 how was the dehiscence managed? There was no dehiscence, as the suture in question was not used because fragmentation of the suture strand was evident before suturing the colon. C.14 describe any surgical intervention required for wound dehiscence, including the date and findings. There was no dehiscence, since the questioned suture was not used because fragmentation of the thread was evident before the suture was placed in the colon. C.15 did the operating surgeon observe any deficiency or anomaly in the suture before, during, or after suture placement, or during any reoperation? Before beginning the suture of the hartmann stump (sigmoid colon), I noticed that the suture thread showed fragmentation of its component (fraying). Its strength was tested manually on two separate occasions at different points along the thread, revealing that it broke. Therefore, it was decided to change to another type of suture. C.16 describe the appearance of the suture during the second intervention? There was no second intervention because the suture in question was not used due to the aforementioned defect. C.17 what symptoms did the patient experience after the initial surgical intervention? Date of onset? The patient had a favorable recovery after the surgery, without complications. C.18 other relevant patient history/concomitant medications? Surgical intervention in the neonatal period for a colostomy. C.19 what is the physician's opinion regarding the etiology or contributing factors to this event? The factors for fragmentation of the 4/0 c/a 1/2 circle round polyglactin suture strand (17 mm x 70 cm) must be determined by the manufacturer. C.20 what is the patient's current condition? Good general condition, anorectal reconstruction is scheduled soon.

Event description:
It is reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient returned and required hospitalization due to experiencing: 30-70% surgical wound dehiscence. The patient may have needed to undergo surgery twice for the same reason. Suspected suture rupture reported in the reference. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: device used on the procedure, is not available for return. But the facility does have additional each of the same code/batch on their inventory. We agreed to return a representative sample for investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the suture break? Were there any patient stress factors that precipitated the event of suture breakage post op? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?